Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: during on-site troubleshooting on 19-oct-2015, blown fuses were found to be the cause of the reported issue. The blown fuses were discarded at the site, and replaced with new ones (20a 250v tlag crm mda). On 20-oct-2015, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) would not power on during a spinal fusion procedure. This occurred after an initial spin, prior to a post-op spin. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. A c-arm was used to complete the procedure. There was no impact on patient outcome.